Manufacturer narrative:
Evaluation summary: reported the pump was checked both by biomedical department and baxter technical services and no functional issue was found. Review of the complaint history reveals similar reports of overinfusion have been received for this product family. CAPA mdq-CAPA-39 was opened on september 24, 2005 and is in the implementation phase. This CAPA is investigating reports of overinfusion (and free flow) associated with the flogard pumps.

Event description:
Baxter reported an incident of an overinfusion during patient use at the facility. The pump was infusing 6 vials of urokinase in 500ml of normal saline (n/s) at a rate of 21ml/hr. Reportedly, the solution finished 5 hours ahead of the expected time. No patient injury had been reported. Though requested, no additional information was provided.